Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgeon suspects inaccuracy of the device during surgery. However, accuracy checks were successfully performed prior to the surgery.

Manufacturer narrative:
It was reported that surgeon suspected a device inaccuracy, specifically on distance to target. Event summary, device history record review and complaint history review did not identify contributing factors. A preventive maintenance performed one day prior to the subject event indicated that device was conform with an accuracy within specification. Investigation confirmed that four electrodes were implanted with lateral inaccuracy either because of multiple undetected inelastic movements or because of a bad reconstruction of images. The root cause can not be determined precisely on this occasion. It was also noted that the user faced a known design defect but it did not have any impact on the lateral inaccuracy.

Event description:
It was reported that the surgeon suspects inaccuracy of the device during surgery. However, accuracy checks were successfully performed prior to the surgery.